Event description:
Additional information received from a company representative (rep) reported that a dye study was not performed. Instead, the patient underwent a pump and proximal catheter segment replacement on (B)(6) 2021. The affected pump and the proximal catheter segment are in the possession of the hospital who want to do their own internal risk reduction assessment before they release the pump to medtronic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2021 during normal use. It was reported the patient was interrogated in the doctor¿s clinic on the date of this report and was experiencing increased spasticity. The doctor wanted to increase the dose of the medication by 12% but the interrogation reported only 3cc in the reservoir. The patient was sent to outpatient to do a refill. Upon doing the refill procedure there was a discrepancy noted with the volume. Expected volume: 3cc. Actual volume removed was 18cc. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The doctor was planning on getting a physician to do a dye study. Until then, the patient would be managed with alternative therapies. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was asked but unknown if surgical intervention was planned. The patient¿s weight and medical history were asked but unknown.